Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The pump was returned for investigation. No damage was observed visually. The pump was started for priming, and a leak was visible inside the sidearm cage. Upon opening the sidearm clear case, it was found to be broken at the connection between the filter and reservoir joint. The data log shows that the purge pressure was trending downward for around 3.5 hours before the damage affected the open purge line. According to the clinical notes, a purge leak was noted from the connection of the purge filter and reservoir, and during tightening, the connection completely cracked into two pieces. The cause of the purge leak was damage to the reservoir-to-filter joint, as confirmed by the doctor, with the data log showing evidence of a slow purge leak trend.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an impella 5.5 pump was placed for a patient admitted in with cardiomyopathy and cardiogenic shock. The impella 5.5 had a purge leak that prompted the team to explant after six hours. The team placed a new pump and support proceeded without harm or injury from interruption.